Manufacturer narrative:
If addtional information is provided that changes the outcome of the investigation a follow-up report will be filed.

Event description:
Lateral screw would nto fully seat into post. There were some threads that were able to be captured, but did not advance as far as it should have. Surgeon did make a comment about the driver and/or screw being stripped during the case, and the driver was replaced afterward. According to the surgeon, both screws in the construct broke around the 8-12 week mark.